Event description:
Since 2006, I have been using polygrip products - denture adhesives - with various suffix -i.e. Regular, super, etc-. I also frequently ride a bicycle and a motorcycle. With increasing severity and also with increasing frequency I have experienced numbness and/or tingling. This is not because of riding squeezing a nerve-s- near the base of my thumb and palm - I have riding gloves - this is something different. In early 2009, I stopped using polygrip - on the advice of my dental practitioner and I have experienced a decrease in these effects. To make sure it was not imagination, I started re-using polygrip in 2009, and the above mentioned symptoms are once again returning. I intend to cease their use at the end of 2009, and assess the results. Dose or amount: #1. 4-5 dabs the size of the tube #2. Nozzle, frequency: once daily, route: dental. Diagnosis or reason for use: dental adhesive - upper only. Event reappeared after reintroduction: yes.